Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - battery : battery / (B)(4) / model #: 1650de / expiration date: 2018-01-31, mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system - battery : battery / (B)(4)/ model #: 1650de / expiration date: 2018-01-31, mfg date: 2017-01-31 (B)(4). Heartware ventricular assist system - battery : battery / (B)(4)/ model #: 1650de / expiration date: 2018-02-28, mfg date: 2017-02-28 (B)(4). Heartware ventricular assist system - battery: battery / (B)(4)/ model #: 1650de / expiration date: 2018-01-31, mfg date: 2017-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller was power switching before the batteries had depleted to less than twenty-five percent (25%) charge capacity. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One controller (con302056) and four batteries (bat510584, bat510290, bat510638, bat510459) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual examination and functional testing. The batteries were able to adequately provide power to a test controller. Failure analysis of the returned controller revealed that the controller passed functional testing. Visual inspection of the controller under 10x magnification revealed a hairline crack around power port 2. An internal inspection did not reveal evidence of fluid ingress. The observed hairline crack is not related to the reported event. An investigation was opened to investigate cracks observed on controller 2.0, in the area surrounding the power port connectors. Log file analysis revealed that the controller, con302056, contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries bat510584, bat510290, bat510638, and bat510459. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation evaluated momentary disconnections. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Controller 2.0 (B)(4). Product event summary: the controller failed external visual inspection and passed functional testing. Investigation is ongoing. Additional products: battery (B)(4). Device available for evaluation: yes, return date: 2018-01-22. Device evaluated by manufacturer: yes. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Battery, (B)(4). Device available for evaluation: yes, return date: 2018-01-22. Device evaluated by manufacturer: yes. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Battery, (B)(4). Device available for evaluation: yes, return date: 2018-01-22. Device evaluated by manufacturer: yes. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. Battery, (B)(4). Device available for evaluation: yes, return date: 2018-01-22. Device evaluated by manufacturer: yes. Product event summary: the returned battery passed external visual inspection and functional testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: battery (B)(4) evaluated by MFR: no, device evaluation anticipated, but not yet begun. Battery (B)(4) evaluated by MFR: no, device evaluation anticipated, but not yet begun. Battery (B)(4) evaluated by MFR: no, device evaluation anticipated, but not yet begun. Battery (B)(4) evaluated by MFR: no, device evaluation anticipated, but not yet begun. If information is provided in the future, a supplemental report will be issued.